Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from pneumothorax and pericardial effusion. Patient was hospitalized. Echoscopy (non-compressive apical pericardial effusion 3 mm) and control x-rays (complete non-compressive right pneumothorax) were done as diagnostics. This lead was explanted.